Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states there is no start up alarm with the power switch when turned on.